Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. No unexpected rewind anomalies noted. No unexpected e/a alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unspecified error. Customer¿s blood glucose level was unknown. Customer stated that the stuck on rewind screen. Customer stated that the insulin pump did not exit the rewind complete. Customer troubleshoot was performed. The insulin pump will be returned for analysis.